Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an during an anterior cruciate ligament reconstruction surgery the graft was initially fixed in the tibia using a tightrope ar-1588rt-2j. However, the mechanism failed and a change in the fixation method was required. Consequently, a swivelock anchor was used as an alternative. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a different device. It was not necessary to do a second surgery.